Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables is leaking at the blue connector and was discovered during precheck. No patient adverse events reported.